Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the impedance of the right lead became high and fluctuation between 600 and 1300 ohms was observed on c-1. It was unable to be confirmed if this anomaly only occurred for c-1, but high impedance was detected in one electrode. It was unknown if there was a lead fracture, it was assumed by the hcp that there was no ins anomaly. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387-40 lot# b0285990k. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# b0285990k, implanted: (B)(6) 2005, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a rep indicated the cause of the impedance issues was unable to be specified. There was no history of external influences, such as falls. The direction of treatment had yet to be decided other than continuing observation.